Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation; exchange due to patient¿s concern with the product.

Event description:
Healthcare professional reported left side deflation and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.